Event description:
It is reported that patient underwent right total hip arthroplasty on (B)(6) 2009. It is also reported that post op, patient experienced pain and was revised on (B)(6) 2010.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc, which markets the devices in the u.s. The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. It is not suspected that the alleged event was caused by device failure. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case closed. Zimmer reference number of this file is (B)(6) .